Manufacturer narrative:
The reported event is confirmed - cause unknown. Received two (2) photo samples. Both photo samples showcase an overview of a 2-way catheter with cut portion of inlet tubing. Received one (1) used 2-way catheter with cut portion of inlet tubing and a straight tipped syringe without original packaging. Visual inspection noted a tear measuring 0.4790" found on the inflation arm of the catheter. This is out of specification, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The potential failure mode is outside diameter too large. The potential root cause is improperly molded or extruded. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may be cause the balloon to burst. Caution: federal (u.s.a) law restrict this device to sale by or the order of a physician. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. To deflate the balloon gently insert a syringe in the catheter more force than is required to make the syringe stick in the valve. Do not aspirate or manually accelerate the deflation of the balloon as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that have been removed from the patient. Visually inspect the product for any imperfections or surface detestation prior to use." Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that sterile water did not enter and leaks during pre-test (near funnel) from the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water did not enter and leaks during pre-test (near funnel) from the foley catheter.